Event description:
Customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply. System operates as intended.